Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, error e315 and color bar were present due to scope communication failure. However, the definitive root cause of the scope communication failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii video system center encountered b30 (communication error). The issue occurred during preparation for use. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of b30 error was not confirmed. Device evaluation found e315 (unsupported scope error), display color bars with the 190 series scopes, a defective video socket connector, and rusty chassis and top cover. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.